Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was prepared to be used in the colon to treat polyps for a colonoscopy procedure performed on (B)(6) 2025. During preparation, there was an attempt to deploy the clip, and although it made the sound indicating deployment, the clip was unable to release from the catheter. It was noted that the clip had difficulty releasing from the catheter and had to do a bit more tugging than usual. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.